Manufacturer narrative:
Heartsine evaluated the customer's device and device logs. Heartsine was unable to verify or duplicate the reported issue. The device and returned pad-pak were found to function as expected. No device problem was detected. The issue could be due to incorrect placement of pads on the patient or the pad-pak being incorrectly seated on the patient side. This device was retained by heartsine and the customer received a replacement. Heartsine contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted stryker to report that their device did not recognize the defibrillation electrodes while in use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Event description:
A distributor contacted stryker to report that their device did not recognize the defibrillation electrodes while in use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted stryker to report that their device did not recognize the defibrillation electrodes while in use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Section g1 reporting entity: (B)(6). Section h1 type of reportable event: death. Section h1 event type: d.